Event description:
Info received indicates the head section would not rise.

Manufacturer narrative:
The technician found broken head section lift arms on both the left and right sides. The actuator was connected as were the cables and air plumbing with no damage to these. The technician asked the staff for any info on how the head straps became broken. No further info was released. He replaced both head strap assemblies to repair the bed.